Event description:
It was reported that during an acute abdominal condition procedure, opened instrument with application of excessive force; knife did not move back. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: photo analysis: based on photographic evidence alone the cause of the complication experienced while firing the ntlc75 device cannot be determined.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ntlc75 device was returned with a cartridge reload loaded on the device. The reload was received with the knife not completely within doghouse and fully fired. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. Further evaluation found that the channel shroud was damaged. This damage is consistent when the closing latch is opened beyond its stop position. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.